Manufacturer narrative:
The UDI # is unknown as the part/lot number was not provided. An event of bleeding and ischemic stroke was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2022, a portico valve was implanted. On the same day, access site bleeding, ischemic stroke, and minor vascular complication requiring unplanned vascular intervention/surgery occurred. No additional information was reported.